Event description:
It was reported that, ¿the construct was c4-t2. The surgeon did not like the placement of the left t2 pedicle screw and decided to remove the screw and redirect it into the pedicle. The construct had already been finally tightened. Took off the set screws and rod. The surgeon proceeded to remove the screw with the screw driver. While attempting to approximate screwdriver to the screw the head pulled off (connected to screwdriver). We replaced it with new screw.¿

Manufacturer narrative:
Add¿l info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.